Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. A visual inspection was performed with no issues noted. Functional testing was performed and the sample failed to re-prime. Therefore, the reported event was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set was difficult to prime with clinoleic. The tubing below the final y-site would not prime. A syringe was used to inject 10 ml of clinoleic into the final y-site to complete priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.